Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock. The patient was in sinus rhythm and received multiple shocks. Tachy therapy was disabled. However, during device interrogation the tachy therapy was turned on. It was believed that shocks were due to double sensing of r waves which was a result of lead dislodgement. The device was explanted and replaced on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.